Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent laparoscopy, rso, lysis of adhesions and peritoneal biopsy on (B)(6) 2004 due to chronic pelvic pain. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with tvh on (B)(6) 2003 due to sui, uterine prolapse, urethral hypermobility and mesh was implanted into the patient. It was reported the patient complaining of pain, recurrence, dyspareunia. It was reported that patient experienced post op pelvic hematoma and had removal of right ovary on (B)(6) 2012.